Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels 40-50 mg/dl throughout the day. Reportedly, the pump personal profile settings needed to be adjusted. Customer addressed low bg levels with carbohydrates. Reportedly, the customer contacted a health care professional to discuss the reported issue.